Manufacturer narrative:
Additional information: date of event: from: [blank]. To: (B)(6) 2019. Evaluation method codes device discarded; 4115. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
This complaint was reported via medwatch# (B)(4). It was reported during intra-aortic balloon (iab) therapy in a patient who was bridge to heart transplant, the fiber optic cable inside the balloon became brittle and ultimately broke after four days of use. This ultimately caused the patient to no longer qualify for the current transplant status she was at and had to be dropped back down on the transplant list. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Event description:
This complaint was reported via medwatch# (B)(4). It was reported during intra-aortic balloon (iab) therapy in a patient who was bridge to heart transplant, the fiber optic cable inside the balloon became brittle and ultimately broke after four days of use. This ultimately caused the patient to no longer qualify for the current transplant status she was at and had to be dropped back down on the transplant list. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: evaluation method codes: analysis of production records; 3331. Historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
This complaint was reported via medwatch# 2400100000-2019-8026. It was reported during intra-aortic balloon (iab) therapy in a patient who was bridge to heart transplant, the fiber optic cable inside the balloon became brittle and ultimately broke after four days of use. This ultimately caused the patient to no longer qualify for the current transplant status she was at and had to be dropped back down on the transplant list. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.